Event description:
Symptoms began in 1992 and became progressively worse over time. Rptr visited numerous doctors, including her original plastic surgeon and no one diagnosed the possible problem being a leak or rupture until 12/20/94. Symptoms included high anxiety, excessive acid in stomach, flu-like symptoms, waning mental acuity - couldn't concentrate, couldn't function, extreme fatigue, ear ringing and dry eyes and mouth. As rupture became more severe, she developed discomfort in right breast, sharp pains in right arm, and pain under right armpit. Symptoms were not constant, but eventually became disabling. On 1/12/95, postoperative report verified rupture. She did not complete this report immediately because she was too sick. She is finally recovering.